Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was present at the patient's (denmark) implantable neurostimulator (ins) pocket site. Patient was treated with antibiotics and the system was subsequently removed. The infection has since resolved. Device information was requested, but was not able to be provided to the manufacturer.